Manufacturer narrative:
The intraocular lens was not received for analysis. The cause of this event reasonably suggests it is not manufacturing related but instead user related, the incorrect insertion cartridge was used to implant the lens. The lens met all manufacturing specifications prior to release. Device not received.

Event description:
A nurse reported the patient's posterior capsular bag tore during insertion of the intraocular lens(iol). The reason stated was that the wrong insertion cartridge was used. The capsular tear was repaired and an alternate iol implanted. The patient experienced no further complications.